Event description:
It was reported that surgical intervention is planned for an unknown reason. It is unknown which ipg is impacted.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: scs ipg, model: 3660, UDI: (B)(4), serial: (B)(6).1, batch: a000140670.

Manufacturer narrative:
Correction d10: therapy date has been changed to (B)(6) 2023 for leads. Correction d10: therapy date has been changed to (B)(6) 2023 for anchors. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: d4 - additional device information has been updated to reflect the correct device.

Event description:
Additional information indicates that patient experienced pain at the cervical ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.